Event description:
"Foot plate broke off and went into the patient." Reported by hospital with repair request. On follow up it was reported that the surgeon believed a portion of the foot plate of an s footed attachment broke off during a posterior lumbar interbody fusion procedure. An oval foreign body, 3-4mm in length, was identified by postoperative x-ray following the procedure. There was no indication of any problem during the procedure. The foot plate was not identified as the likely source of the foreign body until the surgeon was preparing to use the attachment in a subsequent procedure. At that time, the foot plate as noted as being damaged and was returned for repair. Prior to the company's receipt of the attachment, the hospital identified the attachment as the probable source, and reported the situation. After consultation between the surgeon and the patient's family, it was decided that no action would be taken to remove the foreign body. No injury occurred as a result of this event.